Event description:
On (B)(6) 2010, patient reported the down button on her infusion device stopped responding a few months ago. Patient stated she noticed the issue a few months ago when attempting to bolus and has been using the standard bolus feature. Patient reported this is an intermittent issue and finds it hard to press the down button. Patient stated the buttons pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.